Event description:
It was noted that the right ventricular (rv) lead exhibited high pacing impedance. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
New information was received regarding patient status, patient weight, healthcare name and facility address.

Event description:
New information received notes the high impedance issue was discovered via remotely. No intervention was performed and the patient was in stable condition.